Event description:
It was reported to technical services on 05/23/2011 that this rv lead has increased pacing thresholds with symptoms of dizziness and lightheadedness. The threshold was between 2.5v@ 1 ms and 3.0v@ 1 ms and apparently patient was programmed right at threshold so having intermittent loss of capture. Today they had patient in for lead revision with dr. (B)(6) and when testing with the psa they found the same high thresholds with the psa so doctor does not feel it was device or connection issue as impedance is 470 ohms and stable and sensing not happening since pt is pacer dependent. Doctor elected to keep the same lead and just go with new device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).